Manufacturer narrative:
Please note that the event date reported was unknown. (B)(6) 2016 which is the alert date is being used for the event date for reporting purposes. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional radiology procedure/fistuloplasty, the radiopaque distal tip from the 65 cm. 4 fr. Tempo mp a1 diagnostic catheter sheared off and embolized into a small branch of the patient's axillary vein. The product is being returned for inspection. Additional information has been requested.

Manufacturer narrative:
As reported, during an interventional radiology procedure/fistuloplasty, the radiopaque distal tip from the 65 cm. 4 fr. Tempo mp a1 diagnostic catheter sheared off and embolized into a small branch of the patient¿s axillary vein. Additional information received indicated that the catheter was not damaged prior to use. The radiopaque tip marker broke off during manipulation to cross a tight stenosis in a dialysis access fistula. Minimal pressure on the catheter and the tip broke off within about ten (10) seconds of starting. The physician could only assume that the marker section wasn¿t properly welded onto the shaft of the catheter. Attempts to gather further information were unsuccessful. The product was not returned for analysis. Review of lot 17323667 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Furthermore, if resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm the catheter positioning under high quality fluoroscopic observation. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time

Manufacturer narrative:
Additional information received indicated that the catheter looked fine before use. The radio-opaque tip marker broke off during manipulation to cross a tight stenosis in a dialysis access fistula. Minimal pressure on the catheter and the tip broke off within about ten (10) seconds of starting. The physician could only assume that the marker section wasn¿t properly welded onto the shaft of the catheter. No additional information was provided. Additional information will be submitted within 30 days upon receipt.